Event description:
The guidewire became unraveled during insertion on a patient. There was no harm caused to the patient. The patient's condition was reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one spring wire guide (swg) and a lidstock for evaluation. The guide wire was observed to be separated towards the distal end. The swg was returned in two sections. Microscopic examination confirmed the proximal weld was present and observed to be full and spherical. The guidewire was kinked 85mm from proximal end. The overall length of the core wire measured 525 + 46 = 336 mm which is not within the specification of 596-604 mm per guide wire product drawing. This implies that at least 25 mm of core wire was not returned. The outer diameter of the undamaged portion of the guide wire measured 0.801 mm which is within the specification of 0.788-0.826 mm per guide wire product drawing. The undamaged portions of the swg were advanced through a lab inventory 18ga introducer needle and lab inventory ars to functionally test the guide wire. The guide wire passed through with minimal resistance. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit includes the following warnings and cautions for the user: "warning: do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." "Warning: although the incidence of spring-wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the spring-wire guide." "Warning: do not apply excessive force in removing spring wire guide or catheter. If withdrawal cannot be easily accomplished, a visual image should be obtained and further consultation requested." "Warning: do not use excessive force when introducing the spring-wire guide or tissue dilator as this can lead to vessel perforation and bleeding." "Warning: practitioners must be aware of the potential for entrapment of spring-wire guide by any implanted device in the circulatory system (i.e., vena cava filters, stents). Review patient's history before catheterization procedure to assess for possible implants. Care should be taken regarding the length of spring-wire guide inserted. It is recommended that if patient has a circulatory system implant, catheter procedure be done under direct visualization to minimize the risk of spring-wire guide entrapment". The customer complaint is confirmed by investigation of the returned sample. The guide wire was separated and unraveled towards the distal end of the guide wire. The sample passed dimensional inspection and a device history record review was performed with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for a guidewire of this size. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error (undue force) likely contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The guidewire became unraveled during insertion on a patient. There was no harm caused to the patient. The patient's condition was reported as fine.